Manufacturer narrative:
The device was received for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image noise and the image cannot be seen. There was no patient involvement.